Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed, and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use, and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular micro bypass stent system procedure, the surgeon was unable to locate one (1) of the two (2) stents following attempt to implant the second stent. The lost stent could not be visualized intraoperatively, and the surgeon believed that it was likely washed out of the eye during irrigation, and aspiration (I/a). Through follow-up, it was noted that there was intraoperative complication during attempt to place the second stent. There was no adverse impact to the patient, and the patient is being monitored. Additional information has been requested.